Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d314trg bi-ventricular, defibrillator (B)(6) 2012; 693565 lead, (B)(6) 2012. (B)(4).

Event description:
It was reported the device experienced unexpected longevity. It was also reported the left ventricular (lv) lead exhibited high thresholds. The device and left ventricular (lv) lead were explanted and replaced. No patient complications have been reported as a result of this event.